Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a component in the force sensor circuit was found to be shifted on the circuit board. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a component in the force sensor circuit was found to be shifted on the circuit board. During evaluation the pump was able to rewind and when the load step was activated it stopped immediately. The pump was primed and a basal rate was set. The pump was exercised and an occlusion alarm was emitted. The force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.